Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complainant, during the procedure, the device was inserted into the working channel of the endoscope. However, the sphincterotome was unable to be advanced from the end of the scope. It was noted that the device was bent and twisted. The procedure was completed with another dreamtome rx sphincterotome. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted and the and the distal tip was cracked/smashed. Functionally, the device could be initially advance through the scope but it was hanging at the scope elevator and had difficulty advancing/exiting out of the scope due to the damaged tip. A functional evaluation found that the device would bow past 90 degrees which meets the bowing specification of 90 degree minimum. The condition of the returned incident device was not consistent with the complaint that the device was bent. During manufacturing, tome devices are 100% inspected so the twisted working length and damaged tip are likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. The investigation results confirmed that no bends/kinks were present on the device, this is no longer considered a reportable event.

Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2011. According to the complainant, during the procedure, the device was inserted into the working channel of the endoscope. However, the sphincterotome was unable to be advanced from the end of the scope. It was noted that the device was bent and twisted. The procedure was completed with another dreamtome rx sphincterotome. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
Although, the exact patient age is unknown, the patient was reported to be over 18 years of age. (B)(4) for the reported event of catheter bent. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.